Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent infusion set cannula and mentioned that they experienced high blood glucose of 572 mg/dl at the time of the incident. The customer stated they were having difficulty bringing the blood glucose level even after set change. The call disconnected and attempts to reach the customer has been unsuccessful. The product will not be returned for analysis.